Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm. There was no ramping numbers anomaly noted. There was no moisture damage found inside the pump. The basic occlusion, occlusion, prime and excessive no delivery test were due to motor error alarm. The pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor passed motor test. The pump was received with scratched lcd window. The pump was received with cracked battery tube threads. The pump was received with cracked reservoir tube lip, and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states they also noticed button ramping during bolus. The customer states they were able to clear the ramping, but soon after received button error. The customer's blood glucose at the time was 50mg/dl. The customer states they treated for the low that was caused by a bike ride. The customer states they squeezed the pump and noticed moisture coming out. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.